Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, an e224 scope connector error occurred, caused by a faulty connector. In addition, the device failed a water leak test due to water leakage in the connector, and the rear cover housing was faded. Based on the results of the investigation, error code e224 occurred due to faulty connector; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that an e224 scope communication error displayed during reprocessing of the 4k autoclavable camera head. There were no reports of patient harm.